Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw did not lock into the plate during installation within surgery. The screw was removed and replaced with another device to complete the procedure without patient impacts.

Manufacturer narrative:
The returned device was evaluated. There was no failure mode detected. The complaint is not confirmed.

Event description:
It was reported that a screw did not lock into the plate during installation within surgery. The screw was removed and replaced with another device to complete the procedure without patient impacts.